Manufacturer narrative:
A 2441-0007 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 24045417. The customer reported that they experienced leakage at the smartsite y-sites on multiple sets and they appeared to be oval in shape. As part of the investigation, the customer provided a photograph and videos of the affected sample; analysis confirmed the customer's experience as leakage was visible from an oval shaped smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24045417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2441-0007 set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was leaking the following information was received by the initial reporter with the following verbatim: bd alaris pump infusion burette set. As of today, we have experienced a total of five leaking incidents across the adult and pediatric oncology units.